Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that no infection was confirmed. The reported rate below the lower rate setting was not a product performance issue.

Manufacturer narrative:
Continuation of d10: 383069 lead implanted (B)(6)-2024  5076-52 lead implanted (B)(6)2024 5867-3m adaptor implanted (B)(6)2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post implant the patient presented to the emergency department with increased swelling and redness around the cardiac resynchronization therapy defibrillator (crt-d) site. It was noted by the emergency medical services staff that the patient had a noted heart rate around 25-30 beats per minute which was below the crt-d programmed lower rate. The device is still in use. No further patient complications have been reported as a result of this event.